Event description:
Customer returned the device for evaluation and repair of an improper image issue of the device. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the image guide hob had fallen off. This medwatch is being submitted for the reportable issue of the image guide hob falling off as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the image guide hob had fallen off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress, handling, or other issues. Olympus will continue to monitor field performance for this device.